Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip-up fenestrated grasper instrument's jaws did not close. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a severely bent grip, causing misalignment of the grip-tips and also clinching/locking the teeth of the grips. There was a 0.77mm offset at the tips. The grips were not found to have cracking damage. There was also observed a misalignment of teeth in length which caused a high resistance and restricted the jaws when opening and closing. As result the grips stuck when fully closed and was difficult to open. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.